Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site at home the patient accidently disconnected all power to the controller and pump. No alarm sounded when this happened. Internal double power disconnect battery believed to be non-functional.&#2049;n elective controller exchange was performed and it was stated that there were no effect on patient.&#2062;o additional information available.&#842;

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to failure of the internal battery (bt1) to activate the no power alarm. When the internal battery was replaced, the no power alarm functioned appropriately. The most likely root cause of the reported event is due to failure of the internal nickel-metal hydride battery (nimh) cells. The double power disconnect was confirmed via log file analysis and was as a result of the patient accidently disconnecting the power. The most likely root cause of the reported event is due to failure of the internal nickel-metal hydride battery (nimh) cells. The double power disconnect was as a result of the patient accidently disconnected the power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.